Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) longevity estimation was 6 months to one year on (B)(6) 2013, and has not changed since. The device remains in use and no patient complications have been reported as a result of this event.